Manufacturer narrative:
(B)(4). Date sent: 1/15/2021. One photo received. Upon visual inspection of one photo, the following was observed: the photo shows a green reload from deck area. The right side of reload can be seen fully fired and the left side can be seen partially fired ¼. The condition of the sled could not be assessed. Based on the photo the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Manufacturer narrative:
(B)(4). Batch #: unknown. Date of event is 2020. Event day and event month were not reported. Additional information received: a photo was received for review. Review is in progress and not yet completed. Upon completion of photo review, a supplemental medwatch will be sent a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy, the device misfired. It cut but didn't staple. A new device, oversewing, and vistaseal were used to complete the case with no patient consequences.